Event description:
In 2009, pt's mother reported that for the past 5-6 months, pt has had erratic blood glucose levels. Mother reported pt's normal blood glucose range is: 200 mg/dl to 300 mg/dl and 3 months ago her a1c went from 7.8 to 10.3. She stated the doctor wanted to change the pt's basal rate but the pt declined. Mother reported the pt will have days where she is high all day and days where she is low all day. She stated the lows are mostly at night and have been going on for the last few months as well. Mother reported they have adjusted the pt's basal rates at night however; she is still going low at night. Mother stated sometimes the pt will turn the infusion device down to 0.5 at night. Mother reported the pt manages the infusion device on her own. On follow up call the next week, pt reported she is still running both high and low. Pt stated the new infusion device is working well and she does not believe the infusion device is the reason for her elevated readings. Product was replaced and requested return of suspect product for evaluation.